Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received occlusion alarm during basal delivery. The customer's blood glucose level was not affected. As the customer had changed the cartridge, tubing, and site prior to contacting tandem technical support, troubleshooting to determine a possible cause of these past occlusions was unable to be performed.